Event description:
Per the clinic, the patient experienced an infection at the receiver/stimulator site, exposing the coil and receiver (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report attached.